Event description:
An account manager was contacted by a surgeon to report that there had been two patients that had developed endophthalmitis following a cataract extraction procedure. It is unknown whether or not the patients required treatment of any kind. Additional information has been requested.

Manufacturer narrative:
No samples were returned for investigation. The root cause of the customer's complaint is not known; no samples were returned for investigation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).